Event description:
Following a meal of pizza, the customer attempted to check her blood glucose and discovered a button error on her insulin pump. Her blood glucose was 201mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
All buttons functioning properly during testing. However, found corroded keypad traces during visual inspection. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.